Event description:
It was reported that the patient had the lead portion of their vns device replaced due to a lead fracture. Follow up with the physician indicated that the patient informed him that he was having more seizures than normal. The treating physician took x-rays to see if the device was intact. Review of the x-ray by the physician revealed that there was a discontinuity in the lead which was preventing the patient from receiving therapy. Good faith attempts to obtain x-rays and additional information surrounding the patient's event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.